Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. There were no fluids on or in the device to suggest it was used in a procedure. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed approximately 2mm from the distal end of the middle sheath. The yellow safety lock is missing and did not return with the device. The middle sheath is no longer sitting on top of the proximal end of the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. A 7x150x130 innova self expanding stent was selected for a superficial femoral artery (sfa) stenting case. The 70% stenosed femoral head lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). The innova device was prepared for use and wire loading. The ro markers of the stent edges were shown from the outer sheath while flushing the catheter. The stent was a little bit deployed. There were no patient complications reported and the patient was okay. The procedure was finished using a different size product.

Event description:
It was reported that inadvertent deployment occurred. A 7x150x130 innova self expanding stent was selected for a superficial femoral artery (sfa) stenting case. The 70% stenosed femoral head lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). The innova device was prepared for use and wire loading. The ro markers of the stent edges were shown from the outer sheath while flushing the catheter. The stent was a little bit deployed. There were no patient complications reported and the patient was okay. The procedure was finished using a different size product.